Event description:
The customer reported an overinfusion of tpn. A 1400ml bag of tpn was hung on (B)(6) 2014 to infuse at a rate of 58.3 ml/hr and a duration of 24 hours. At 0430 on (B)(6) 2014, after about 6 hours, approximately 300ml remained in the bag. The volume delivered according to the infusion detail report was 356ml, resulting in a discrepancy of approximately 544ml. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4): devices not received, log review only. The customer has requested an event log review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.